Manufacturer narrative:
(B)(4). Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: (B)(4). Part 456.359s, lot h058196: manufacture date: march 21, 2016. Expiration date: february 28, 2025. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Sterility documentation was reviewed and determined to be conforming. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking mechanism of the 10mm titanium cannulated trochanteric fixation nail was spun down. A trochanteric fixation nail (tfn) surgery for a hip fracture was performed on (B)(6) 2016. During surgery, the surgeon attempted to advance an 11mm x 95mm titanium helical blade however, it got stuck half way through. It was discovered via x-rays that the locking mechanism inside the nail was spun down. The locking mechanism was not inspected prior to surgery. The helical blade was removed. Surgeon backed out the locking mechanism of the nail. There was a loss of reduction. Surgeon reduced the fracture again and inserted an 11mm x 85mm titanium helical blade. Procedure was successfully completed without patient harm. A fifteen (15) minutes surgical delay was reported. X-rays and devices are not available for evaluation. Concomitant device reported: 11mm x 95mm helical blade (part 456.304, lot unknown, quantity (B)(4)). This is report 1 of 1 for (B)(4).